Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging burning nose, headache and nasal passages feels like burning. There was no report of medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, observed an unknown dust contaminant on the flip doors, top enclosure, rear panel, ui panel, pca, bottom enclosure, blower box, blower, and blower seal. Manufacturer observed black hairlike contamination on the flip doors, top enclosure, ui panel, rear panel, bottom enclosure, and blower. Observed no odor during therapy or investigation. And unable to directly address any symptoms. Manufacturer cannot confirm the complaint of chemical smell; no odor was detected. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination are consistent with being from an external source.